Event description:
At the end of an rf procedure, it was noticed that the pt sustained a second degree burn where the needle was placed in a skin fold on the back. The burn was 2 cm in size and located in the lumbar region. The burn was treated with neosporin and tegaderm dressing. Oral antibiotics were also prescribed. Scarring is expected.

Manufacturer narrative:
The customer confirmed that the product will not be returned for eval. The customer indicated that the pt has been seen post op, and reports no other adverse consequences.